Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to hear the audible beeps during the load fill tubing process. As the event occurred in the past, troubleshooting was unable to be performed. The customer reported that the fill tubing process was performed again and confirmed hearing the beeps. The customer's blood glucose was not impacted.